Event description:
It was reported that plastic introducer came off of straight intermittent catheter and been retained inside patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that plastic introducer came off of straight intermittent catheter and been retained inside patients.

Manufacturer narrative:
The reported event was confirmed use related as the plastic introducer came off of straight intermittent catheter and been retained inside patients. Sample was not available for evaluation. A DHR review was not required because the investigation was confirmed - use related. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.